Event description:
The first fire of the instrument was successful. But after reloading and firing, the surgeon could not release the trigger. The sigmoid was clamped by the instrument. The surgeon had to open the abdominal cavity to finish the operation.